Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-03080. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(6). Approximate age of device - 15 days. Although the evaluation of the submitted log files confirmed low flow alarms and pi events, a specific cause for the events could not be conclusively determined through this evaluation. The submitted log files captured 25 low flow alarms, which occurred when the estimated flow was calculated below the low flow threshold of 2.5 lpm. The log files also captured 127 pi events. The pump operated above the low speed limit and appeared to be functioning as intended. The patient remains ongoing on (B)(4). Per the hm3 IFU, pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. The hm3 lvas IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. Also of note, a 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that changes in lvad flow were observed when the patient was seated in a chair. A chest CT and echocardiogram were performed, and the system controller was exchanged. The lvad system began to produce low flow alarms when the patient was also lying in bed. Blood pressure (bp) was aggressively managed. The patient was unable to stand due to weakening in the legs, in the presence of hypotension and low flow alarms. Albumin infusion was started with no changes in low flow alarms. Increasing lvad speed reduced the low flow alarms. Midodrine was started as well as florinef. The lactate dehydrogenase levels were stable. No additional information was provided.